Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred when the customer attempted to load a new cartridge. Customer's blood glucose was 173 mg/dl. Reportedly, a new cartridge was loaded to address the event and insulin delivery was resumed.